Event description:
It was reported that the ilet bionic pancreas displayed ¿connect cgm or enter bg¿ while paired with a dexcom g7 continuous glucose monitor (cgm); the user replaced the dexcom sensor and, during troubleshooting, the sensor entered warmup and the agent advised that glucose values would display after warmup completion. No clinical signs, symptoms, or conditions were reported, and blood glucose was unaffected. Outcomes included no alerts or alarms on the ilet and no medical intervention. User support included troubleshooting and user education to verify cgm status and confirm expected behavior during sensor warmup. Investigation of this case revealed that the issue was consistent with temporary cgm unavailability during sensor warmup, with no malfunction of the ilet pump or its communication module identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and normal sensor warmup behavior leading to transient loss of cgm data to the ilet.